Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1392, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer stated that her weight was (B)(6) and in 2011 she gained 20 lbs. She experienced cramping, bloating and pain. She was always tired and in pain. She did not have a life, her memories were fading, she felt out of place at times, her back pain was horrible, her hair started falling and in 2012 things started getting worse; she went from a regular period that was 3/4 day pretty light and regular to 2 periods in one month with heavy bleeding and cramping. She stated lost much blood and became aninick (interpreted as anemic). Due to all the cramping and bloating, she lost her job for missing days for being sick. It took another 2 years and she was in and out of the hospitals. She was weighting (B)(6). She was depressed. She could not lose weight. She also reported ovarian cysts in tubes and that sex did not work with her due to horrible pain. In 2013, she was (B)(6). On (B)(6) 2015, she was ready for essure removal. She found out that coils migrated to uterus. She had the surgery. Two days after surgery, she was experiencing pain and went to the emergency room (ER) where she was hospitalized for having pha monoamine fluid in lung for being under surgery for more than 6 hours. She stated hospitalized for about 2 weeks. In 2015, she discovered still had essure on her. It had migrated. She had a miscarriage due to being pregnant with a tube pregnancy. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping. She underwent a essure removal and she found out that coils migrated to uterus. Two days after surgery, she experienced fluid in lung resulting in hospitalization. She discovered still had essure on her/ it had migrated (device migration). She had a miscarriage due to being pregnant with a tube pregnancy. Fluid in lung is unlisted event in the reference safety information for essure while the other events are listed. All events were considered serious. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this case, the gestational age was not provided. Also, the exact date and mechanism of migration were not known. Considering the nature of the events, except for fluid in lung, a causal relationship with suspect insert cannot be excluded. With regards to the event fluid in lung, considering that essure has a local action in fallopian tubes, a causal relationship can be excluded. Due to essure removal and the occurrence of ectopic pregnancy, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect.